Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was rebooting itself and fingerprint capture had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that customer monitored the device for two weeks following the reported issue and confirmed that the rebooting problem has not reoccurred. The system functioned as intended after the field service engineer investigated the device.